Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was repaired. The boards were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system collimator would close all the way and the screen would go black. There was no patient injury or death reported.